Event description:
The reporter called regarding freestyle libre 03. The reporter received a letter from pharmacy regarding freestyle libre 03 device is recalled. The reporter has experienced hypoglycemia due to incorrect reading.